Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague pump which experienced failure code 806:10. It was not specified when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a failure code 806:10, and the root cause was determined to be a faulty pump head module on channel a. The channel a pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.